Event description:
Event description guidant received information that this event was created due to a failure in the final pack testing process. While this device had been circulated in to the sales force, this device was never implanted and was returned to the reliability assurance laboratory for testing.